Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest, on the same day of the patient's last dialysis treatment, and expired. These allegations were allegedly caused by the product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.